Event description:
It was reported that the insulin pump alarmed motor error and no delivery alarm. Troubleshooting was done. Customer's blood glucose was 252 mg/dl. Customer stated treated with shots and declined troubleshooting for high blood glucose. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error or excessive no delivery alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked display window at the upper left side corner, cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.